Event description:
It was reported that there is a leakage of chemical from ¿white part¿ of recalled product. The blue indwelling catheter is designed to come out of the white bifurcation part, and when injected from the white distal side, leakage is observed from the blue catheter side near the connection between the bifurcation part and the blue catheter. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and was determined to be use related. The product returned for evaluation was a 5fr dual lumen groshong nxt clearvue catheter with two sets of extension tubes attached to each lumen and an additional set of suture wings. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed just distal of the molded joint. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 's' shaped split, granular fracture surface texture (typical of tearing failure modes). A partial occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that there is a leakage of chemical from ¿white part¿ of recalled product. The blue indwelling catheter is designed to come out of the white bifurcation part, and when injected from the white distal side, leakage is observed from the blue catheter side near the connection between the bifurcation part and the blue catheter. There was no reported patient injury.